Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been retained by the user facility; therefore, it is not available for evaluation. The event investigation is currently underway.

Event description:
It was reported that approximately one year post filter placement, the patient presented with chest pain. Imaging was performed and it was identified that a filter leg had detached and was in the patient's lung. Another filter leg appeared to be outside of the contrast column. The cardiologist and the vascular surgeon concluded that the chest pain was associated with the detached filter limb. The filter was successfully removed and another vena cava filter was successfully deployed. The detached limb was not retrieved. The status of the patient's chest pain is unknown at this time.